Event description:
It was reported that the right atrial lead exhibited low impedance, noise, over sensing and clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The proximal and distal insulations were damaged and the proximal coil was fractured at 23.2 cm to 23.8 cm from the connector pin which resulted in the reported anomalies. The damage is consistent with physiological factors (i.e.: rib-clavicle crush).